Manufacturer narrative:
It was noted that the device is not available for evaluation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: trident psl ha cluster 60mm; cat # 542-11-60g; lot # 47623801. Delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 50357804. Unknown #3 tmzf hip stem; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an unknown implant liner was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual , functional and dimensional inspections could not be performed as the device was not returned. Clinician review:¿no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: an event regarding pain involving an unknown implant liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2015 the patient's left hip was implanted with a trident acetabular hip system ceramic on poly. It is further alleged that on or about (B)(6) 2018 the patient suffered severe pain, swelling and difficulty ambulating as a result of his use of the trident system.